Manufacturer narrative:
Exemption number e2017017. (B)(4). The evaluation of the reported issue showed that the system works as specified. No failure of the system was determined. The operator ran the system into a wooden stairs while tilting. According to operator manual with a document ID # axd3-340.620.14.01.02 (page 38/39), the operator has to ensure that the movement area of the system is free of any objects during unit tilting movement. The concerned unit will be fixed by local service organization. This report was submitted (B)(6) 2017.

Manufacturer narrative:
Siemens local service engineer visited the facility august 29, 2017 to check the unit. According to the operator documents ID axd3-340.620.14.01.02 (page 38), the area intended for system movement must be free of any equipment or objects. The system is also equipped with emergency stop button to stop all system movements. The button was no activated by the user. The investigation is on-going. A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
It was reported that the axiom iconos r200 x-ray system got stuck during tilting motion. The unit hit wooden stairs causing image intensifier to crash into the floor. There are no injuries reported in the case. The reported event occurred in (B)(6).